Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to a device change-out, externalized conductors were discovered via fluoroscopy. The lead was capped and replaced.